Manufacturer narrative:
H10 h3, h6 the reported 7mmx30mm biorci ha screw used in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 4mm of the distal threads have been broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. An exact root cause cannot be determined with confidence.

Manufacturer narrative:
Investigation results need to be approved again. A supplemental MDR will be submitted once available.

Event description:
It was reported that during surgery, the rings of the screw were not working to go inside the tunnel. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that implant broke during a procedure which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.